Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 514 mg/dl. The customer was treated with insulin pump. The customer reported that she had keypad anomaly on the insulin pump, the customer stated that they had to push on the button specifically to get it to work, also push the buttons three times until she get's it to work. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer did not want the replacement pump because she wanted to set up a doctor appointment so they could program it, advised customer to revert to a back up plan and discontinue use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.